Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On 03/14/2024, it was reported that the patient was sleeping when son noted she was unresponsive. It is not known what the cgm reading was at that time, and the paramedics were called. When the paramedics arrived, the patient was treated with intravenous fluids, peanut butter jelly, orange juice, and glucose. When fingersticks were taken the blood glucose reading was 25, and later around 50-60 mg/dl, but no cgm readings were reported from that moment. The patient recovered at home and was not brought to the hospital. It was stated that the initial report was made by the paramedics who called for support to stop the omnipod from delivering insulin. At that moment no cgm reading was reported. When the patient was contacted after the event, the patient did not remember any cgm reading from during the event due to not being aware of this during the event. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.